Event description:
It was initially reported by a physician that the pt was in the hospital, although the exact reason why was not known. The pt's current settings were 3.5 ma/20 hz/250 microsecs/7sec/0.3 mins. Later info indicated he was in the hospital as he was in possible status epilepticus. The pt was referred for a reimplant of the vns system. The pt underwent a generator replacement and the explanted product was sent back for product analysis; however, the eval has not been completed to date. Add'l info from the pt's physician indicated that system diagnostics on (B)(6) 2011 were within normal limits. On (B)(6) 2011 the pt began having a violent increase of seizures, which was uncommon for the pt. The pt had not had any recent medication changes and was said to be in good health at the time of the event. Attempts for further info have been unsuccessful to date.